Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented at the hospital on (B)(6) 2024 after a syncopal episode at home with drainage at the driveline exit site and a driveline infection. The patient was admitted, and a blood culture and a computed tomography (CT) of the abdomen and pelvis were performed. The patient was treated with ciprofloxacin antibiotics with a plan for long term use of ciprofloxacin outpatient. There were no alarms associated with the event. The event log files were submitted for review. There were no unusual events captured in the event log files. The patient was discharged home on (B)(6) 2024 when drainage resolved. The patient was monitored outpatient on an ongoing basis.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope could not be conclusively established. Review of the submitted log files found that the system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.